Event description:
It was reported that during a nephrectomy procedure the surgeon fired over the renal artery and when they open the device and the cartridge stuck to the tissue. They removed the device through the trocar and used a grasper to remove the cartridge. There were no issues with the removal of the cartridge. When the surgeon observed the staple line it had cut completely but had an incomplete staple line at the distal end. They surgeon clipped the artery and completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.